Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to e3, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was not returned for evaluation. A final root cause of this event (footswitch disconnecting from laser) was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Communication with the technical assistance center (tac) support engineer, a troubleshooting was performed . Tac instructed the customer to replaced the battery on the footswitch (footswitch is a wireless) and re-paired the device to the laser and while pairing, kept unnecessary devices away to prevent interference. Tac noted in addition, the customer does have a wired switch. In a follow up call, customer indicated that the issue is not with the laser system but with the footswitch. Customer did not provide any additional information. The subject device was not returned for evaluation. Follow-ups were made; however, were unsuccessful. No response received from the customer. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "footswitch disconnecting from laser." Per the report, foot-switch randomly stops working. No patient harm reported on this reported event. No harm was reported. No user injury reported due to the event.